Event description:
In a maude review, it was reported that during a rotator cuff repair, the shaver blade had fragmented during use. The surgeon stated that most of the fragments came out with irrigation but cannot be assured there are no pieces remaining in the patient. Follow-up investigation: foia filed on-line for facility name and more details. (B)(4). Per phone call from the office of the foia, request for more info has been denied.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect the facility's name and contact information. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
In a maude review, it was reported that during a rotator cuff repair, the shaver blade had fragmented during use.the surgeon stated that most of the fragments came out with irrigation but cannot be assured there are no pieces remaining in the patient.letter from FDA, mw5039853, received showing details of the facility name and contact.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.